Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definite root cause could not be identified. It is presumed to have been caused by inadequate cleaning and sterilization processes, resulting in the retention of foreign matter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited residual fluid/ foreign matter leaking from the suction cylinder. There was no patient involvement.